Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided analyzer performance and alarm data, a general analyzer issue was not suspected.

Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result for one patient sample. The initial result was 18.6 miu/ml and was reported to the physician. The physician called the lab and did not believe the result. The sample was repeated and the result was 225.7 miu/ml. The sample was repeated a second time with a result of 10000 miu/ml with a data flag. Upon automatic repeat with a 1:100 dilution, the result was 11883 miu/ml. The result of 11883 miu/ml was believed to be correct and was reported to the physician. There was no adverse event. The hcg reagent lot number was 17551302 with an expiration date of 04/30/2015. The field service representative could not duplicate the issue. He performed checks and ran performance testing which were all within parameters.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.